Event description:
Patient procedures were cancelled secondary to the linear accelerator not working. Upon investigation it was determined by biomed that two ion pumps had failed. These were ordered and replaced.